Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose was high (>500 mg/dl). She was taken by ambulance to the emergency room where her blood glucose was 519 mg/dl. She was given IV insulin to bring her bgs down.